Event description:
A bed was being moved when it caught one of the patient monitor cables. The bracket separated causing the monitor to fall. The cause for the separation was evaluated to be from the bolt coming loose due to normal rotation of the pivotal arm and possible vibration. The bracket was from a gcx wall mount. This wall mount was installed and supplied by philips medical.manufacturer response for physiological monitor, wall mount: was sent a replacement.